Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 12/08/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/15/2016 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. All of the keypad buttons were found to respond appropriately to button presses. The keypad cover was removed and no contamination or physical damage was observed to the button contacts. The pump was opened and no damage to the keypad connector was found. The complaint of response issue with the keypad buttons was not duplicated during the investigation. Unrelated to the complaint, investigation revealed a crack in the battery compartment and the display was dim with discolored text. In addition, the audio bolus button cover was torn; however the audio bolus button responded appropriately.